Event description:
A home pt's (hp's) spouse contacted baxter's technical service ctr regarding a check pt line alarm that appeared in drain 1 of 5. The spouse stated that the pt line came off and spouse reconnected the hp. The technical service rep (tsr) explained to the spouse the potential for contamination. The tsr assisted with ending therapy early. The spouse stated she would advise the pd nurse of this event. The pd nurse stated she was aware of this event, and the hp was given prophylactic antibiotics and that there was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
The hp and the hp's spouse have been retrained on proper procedures.